Manufacturer narrative:
As reported, patient developed recurrent incisional hematoma post implant of phasix mesh. The clinician has assessed the patient¿s postoperative course of recurrent incisional hematoma as probably related to the study device with causally related to the procedure. However, based on the information provided, no conclusions can be made. Hematoma is a clinically understood potential complication of surgery and is identified in the adverse reaction section of the instructions-for-use, supplied with the device as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported per clinical trial (B)(4): the subject patient underwent an open colectomy and laparoscopic ileocolic resection procedure on (B)(6) 2024 during which a trimmed phasix mesh was placed in an onlay fashion and sutured using absorbable monofilament 2.0 pds sutures. A 3 cm overlap in all directions was achieved. On (B)(6) 2024, the patient was taken back for incisional hematoma evacuated. The subject patient was discharged on (B)(6) 2024. On (B)(6) 2024, subject patient was diagnosed with swelling due to fluid noted at incision site which was recurrent incisional hematoma requiring drainage and was discharged with drains placed on (B)(6) 2024. The reported adverse event (recurrent incisional hematoma) has been assessed per clinician as probably related to the study device and a causal relationship to the procedure and recovering/resolving. The ae has been assessed as severe in severity. The reported ae does meet the definition of a sae (serious adverse event) and does not meet the definition of uade (unanticipated adverse device event).

Manufacturer narrative:
As reported, patient developed recurrent incisional hematoma post implant of phasix mesh. The clinician has assessed the patient¿s postoperative course of recurrent incisional hematoma as probably related to the study device with causally related to the procedure. However, based on the information provided, no conclusions can be made. Hematoma is a clinically understood potential complication of surgery and is identified in the adverse reaction section of the instructions-for-use, supplied with the device as a possible complication. Addendum: h11: this supplemental MDR is submitted to update the DHR results and to correct the UDI. Review of manufacturing records shows product was made to specification. Updated fields: b4, g3, g6, h2, h6, h4, h6, h10, h11 corrected field: d4 (unique identifier (UDI)) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported per clinical trial dvl-he-018: the subject patient underwent an open colectomy and laparoscopic ileocolic resection procedure on (B)(6) 2024 during which a trimmed phasix mesh was placed in an onlay fashion and sutured using absorbable monofilament 2.0 pds sutures. A 3 cm overlap in all directions was achieved. On (B)(6) 2024, the patient was taken back for incisional hematoma evacuated. The subject patient was discharged on (B)(6) 2024. On (B)(6) 2024, subject patient was diagnosed with swelling due to fluid noted at incision site which was recurrent incisional hematoma requiring drainage and was discharged with drains placed on (B)(6) 2024. The reported adverse event (recurrent incisional hematoma) has been assessed per clinician as probably related to the study device and a causal relationship to the procedure and recovering/resolving. The ae has been assessed as severe in severity. The reported ae does meet the definition of a sae (serious adverse event) and does not meet the definition of uade (unanticipated adverse device event).